Manufacturer narrative:
Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Part 03.010.523, lot 9065817: manufacturing date/release to warehouse date: december 18, 2014. Manufacturing site: (B)(4). The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The review has shown that the correct material was used and that the hardness was within the specification. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. A product investigation was completed: visual inspection performed confirmed the condition of broken threaded tip, which agrees with the reported complaint condition. The tip was observed broken at its half-length. No new issues were identified on other portions of the device. The relevant design drawing was reviewed during this investigation and no issues were identified. Dimensional inspection of deformed thread diameter relevant to this complaint measured within the specifications. No root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device during usage could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 during an unknown procedure, the surgeon was inserting a long trochanteric fixation nail advance (tfna) in the patient¿s left femur. While the surgeon was striking the driver with a mallet, the threaded portion of the driving cap broke off at the threaded portion and was retained in the threaded hammer guide connector. The surgeon removed and replaced the threaded hammer connector. It was noted no fragments were generated from the broken device. A second tfna insertion set was open, and a new driving cap threaded was used to complete the procedure. There was a two (2) minute surgical delay reported. The patient status was unknown, the procedure was successfully completed. Concomitant device reported: threaded hammer guide connector (part number 03.037.120, lot number 9369071, quantity: 1). This is report 1 of 1 for (B)(4).